Manufacturer narrative:
Service reviewed the instrument logs and determined aero cuv seg (09d32-05) to be dirty. The cuvettes were cleaned, and the issue was resolved. A review of the analyzer¿s service history identified no contributing factors to the complaint issue. A review of complaint and trending data for the aero cuv seg did not identify any trends or issues. A review of tracking and trending data for architect c16000 did not identify any systemic issues or trends. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect c16000 processing module (B)(6).

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed calcium result generated on the architect c16000 processing module for one sample. The following data was provided: sid (B)(6) initial result = 1.5 mmol/l, repeat = 2.19 mmol/l, repeat on a different analyzer = 2.19 mmol/l. The customer provided additional data that was for troubleshooting purposes only. No impact to patient management was reported.